Event description:
It was reported to hewlett-packard that a patient had died while being monitored by a hewlett-packard monitoring system. The nurses did not hear the yellow or red alarms at minimum settings of volume from the 78508b patient information center until they walked by the bed and saw the situation. The autopsy report stated pneumonia as the cause of death.